Event description:
Report received of a swab disengagement related to user error. Reporter stated a 40-year-old male, alert and oriented patient who was able to follow commands, bit down on a suction swab stick at the point where the stick and sponge meet during routine oral care, causing the stick to break at that location. A bite block was not in use and this event occurred with initial use of the device. The manner in which the device was removed from the patient's mouth is unknown. However, the reporter stated no medical intervention was required, and the patient did not experience any adverse consequences. The event did not lead to any delays in medical or surgical procedures. The reporter provided the affected lot number and a photo of the device. Although requested, the affected device was not returned for evaluation.

Manufacturer narrative:
Lot information and photograph of the affected device were provided. The affected device was not returned for evaluation. A visual/functional inspection was performed on the photograph that was provided. The photograph shows the foam head is detached from the suction straw. The tip of the suction straw appears to have a jagged edge lining up with where the patient allegedly bit down where the foam head and the suction straw meet. A product history review was performed. All quality checks performed indicated passing results and all release criteria were met per the product drawing. The suction swab stick was the component that detached due to biting, which is manufactured by a third-party supplier. The affected component was inspected by incoming quality assurance at stryker medical cary before use in the stryker manufacturing process. The incoming quality assurance inspection indicated passing results for all attributes. A labeling review was performed. The product labeling states: "ensure foam on swab is intact before and after use. Remove any foam particles from mouth. Always use a bite block if patient is not alert or cannot follow instructions. Single use only, for oral care. Do not reuse or clean for reuse." Additionally, every swab undergoes a swab head pull test that applies a force to the swab head to ensure that it can withstand the force of normal use, and the swab head is appropriately attached and adhered by the glue. The root cause of the suction swab disengagement was due to user error/customer misuse as the patient bit down on the suction swab stick causing it to detach.

Event description:
No additional event information has been received.